Event description:
Reporter alleged blood glucose measured 576 mg/dl at 7 am so had breakfast and took normal medication. It was reported glucose measured hi at 8 am, 522 mg/dl at 10 am, and then hi again at 10:30 am. Reporter stated not having any high glucose symptoms but when to the emergency room (ER) and at 11:30 am their device read 116 mg/dl. Reporter indicated the lab measured 88 mg/dl while the customer's meter read 573 mg/dl at the same time. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.